Manufacturer narrative:
The provided calibration and qc data did not hint to a specific instrument's hardware or software problem. The customer did not provide further information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant sodium (na) ise assay result for 1 patient's sample tested on a cobas integra 400 plus analyzer compared to a different analyzer. The sample was tested on a cobas integra 400 plus and gave an initial result of 121.8 mmol/l. The questionable result was reported outside the laboratory. The physician questioned the result as it was low when compared to the patient's historical results. The customer rerun the sample using the same na electrode and the rerun result was also 121.8 mmol/l. The customer also tested the sample on a different instrument at a different laboratory and the repeat result was 140 mmol/l. The customer then installed a different na electrode to the cobas integra 400 plus and the result was 140 mmol/l. This result was believed to be correct. The na electrode lot number and expiration date were requested but not provided.